Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 50 mg/dl, which occurred earlier in the day before contacting support. Cause was not known. Customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult a healthcare professional for further discussion on factors affecting blood glucose. Customer understood and acknowledged this recommendation.